Manufacturer narrative:
This report is submitted on august 07, 2017.

Event description:
Per the clinic, the patient experienced an infection at the surgical site and was treated with oral and IV antibiotics (date not reported); however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017.